Event description:
It was reported the pt does not have stimulation coverage due to an inability to charge due to missing power cord. The ipg was depleted and could not be charged with an extra charger. The physician replaced the ipg. During the procedure the leads were tested and invalid impedance was observed. A new lead was implanted. F/u determined the pt has appropriate stimulation coverage.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.